Event description:
It was reported that original stem, baseplate and head from previous surgery came out when attempting to remove the head only. Revision of the anatomic fx stem- subsided and dislocated. Attempted to remove 44r head and stem came out also. Could not remove head on back table. Doctor decided to go to 12 stem cemented and 48r head. Humerus was then broken. At this point decision was made to use long (200 mm) 11 stem. Doctor wanted to use either 44 or 48 head that were on the field but unable to disengage either one. Cemented in 11x200 mm and 44r head. Wasted 12 stem and 48r head.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.